Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtornic received information that a ped2 pipeline opened poorly and was damaged. The product was induced to m1. Delivery of pipeline 4.5-18 using m1. The sleeve was removed using m1. It was re-deployed. Some frayed findings were observed on the tip of the pipeline on the image. After that, it returned to the internal carotid artery (ica)-c1 part, but the tip did not deploy. A long unsheath was performed, but the deployment was poor. Resheath was performed 3 times, but it did not improve. The frayed area has become larger, so it was decided to collect it. The poor deployment was in the distal stent region. The distal section of the pipeline was placed in a bend. More than 50% had been deployed when it failed to open. The pipeline was resheathed 3 or more times. The pipeline was resheathed and removed from the patient with the microcatheter. The procedure was continued after switching to a different product, and the procedure was completed successfully. The devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as per IFU. There was no resistance during pipeline delivery, deployment, or resheathing. There was no issues with the phenom 27 catheter. The patient was orginally treated for an unruptured, saccualr aneurysm in the left ica-para. The max diameter was 18mm and the neck diameter was 5mm. The distal landing zone was 3.7mm and the proximal landing zone was 4.5mm. The access vessel was 4.5mm. Vessel tortuosity was strong. Dual antiplatelet treatment was administered. No patient symptoms or complications were reported.

Manufacturer narrative:
H3: product analysis # (B)(4): equipment used: video inspection system (m-78210), ruler (m-83361). Drawing(s) referenced: dwgsfg15xxx-yyyy-zz rev. F. As found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within a shipping box; within a plastic bio-pouch; and within an opened pipeline flex shield and phenom 27 outer carton. The pipeline flex shield device was returned within the phenom catheter. Damage location details: the pushwire was found extending out from catheter hub. In addition, the distal braid end, sleeves and tip coil were deployed from catheter distal tip. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The distal and proximal ends of pipeline flex shield were found fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip and marker band were examined; and no damage was found. No other anomalies were observed. Testing/analysis: the pipeline flex shield device was pushed out from catheter without any issue. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out from the distal tip. Conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have failure/incomplete open at distal as the distal and proximal ends of pipeline flex braid were found to be fully opened and damaged. Damage to the braid identified during analysis, could have occurred due to resheathing of the pipeline flex shield more than two times. It is possible that the severe vessel tortuosity may have contributed to the reported issues medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.